Event description:
It was reported the irrigation luer extension tube of the cool path duo ablation catheter broke during an ablation procedure. There was an occlusion alarm from the irrigation pump and the handle of the cool path duo ablation catheter was noted to be leaking. The physician immediately removed and replaced the catheter to successfully complete the procedure. There were no consequences to the pt.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.